Manufacturer narrative:
User reported an event where the app alerted him with out-of-range low glucose alert, so he called an ambulance. The user stated at the time of the call that two days ago, he had to go the hospital because his blood sugar dropped and had to get treated with glucose tablets. User mentioned not having a low like that in a long time. Since the date of the call was 19 jan 2025, the date of the event was considered as 17 jan 2025 for the purpose of investigation. Patient did not mention the exact time of the event. According to the user, the ambulance personnel confirmed with a fingerstick that his glucose was low, but not as low as the sensor glucose (sg) reading. He was taken to the hospital until his glucose levels stabilized. At the time of the call, the user was feeling fine. A review of the data management system (dms) data revealed that on the day of the event (january 17th) , the user received out of range low glucose alerts at 12:15 pm and 12:35 pm. No bgs were entered during that time frame. Per case notes, the user received glucose tablets as treatment at the hospital. User's hcp was not aware of the event and the user was advised to follow up with the hcp for further medical guidance. A case (B)(4) was created to address the sensor inaccuracies around that time of the event. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation. Sensor was returned from the field. A visual inspection of the sensor showed a small portion of hydrogel was observed to be missing from the long end of the sensor. This missing hydrogel is potentially due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. Functional testing revealed optical instability in the long end distal region, which was also observed in the in vivo raw data. This area was de-weighted by the system and was not contributing to the sensor glucose. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root cause for the sensor inaccuracies may potentially be related to an issue with the in vivo state of the sensor hydrogel. The transmitter was not returned to senseonics by the closure of the complaint, so there are no log files available for further analysis. B4. Date of this report 21 may 2025. D1 and d2a updated. D4. Updated additional device information. G3. Date received by the manufacturer? 21 may 2025. H3. Device evaluated by manufacturer? Yes. H4. Device manufacturing date updated to 16 sept 2024. H6. Component code updated to 510. H6. Health effect -impact code updated to 4614. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the app alerted him with out of range low glucose alert and ambulance was called by the user.the event was happened on (B)(6) 2025 around 9:30-10:30 pm where user's bg was 68-70 mg/dl and sg was out of range.after dms review,on 18 jan 2025 at 9:30 pm,sg 186 mg/dl and bg was not entered and on (B)(6) 2025 at 10:30 pm,sg 152 mg/dl and bg was not entered. After dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg never went past the alert level, but as per notes, the user was alerted with out of range low glucose alerts.the user received IV glucagon and a glucose gel through the mouth as treatment at the ambulance. No other medication was provided.